Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged during a coronary artery bypass graft (CABG) procedure and the lead was revised/repositioned. The lead remains in use. No patient complications have been reported as a result of this event.